Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received excessive auto off alarm. Customer states that alarm history showed that auto off was set for every three hours instead of seven hours. As a result, customer was hospitalized with blood glucose of 580 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer was advised that auto off feature had to be set. Customer was still in hospital and requested for insulin pump to be replaced. Insulin pump would be replaced. No further information provided.